Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Event date was not provided. If the requested information becomes available, a supplementary report will be submitted. Explant date is not applicable since the product was not removed. Patient weight is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.